Manufacturer narrative:
The insulin pump was received with a small scratch on the display window and small crack on the reservoir tube lip. No crack noted on display window or on lcd glass.

Event description:
It was reported the customer had cosmetic damage on their insulin pump. Customer stated their insulin pump had a crack on the screen. The customer's blood glucose was 150 mg/dl. Customer could not recall any significant events leading to the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.